Manufacturer narrative:
Date of event: dates are estimated. (B)(4). The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, "comparison of transcatheter tricuspid valve repair using the mitraclip ntr and xtr systems."

Event description:
This is filed to report sepsis, heart failure, prolonged hospitalization, and death it was reported in an article review that this was a mitraclip procedure to treat tricuspid regurgitation (tr). An ntr clip delivery system (cds) was advanced for off-label use to the tricuspid valve, and the clip was deployed. A 30-day follow-up revealed that the patient was re-admitted 3 weeks post clip-implantation for heart failure. Then 4 weeks later the patient died from sepsis. No additional information was provided.

Event description:
This is filed to report sepsis, heart failure, prolonged hospitalization, and death it was reported in an article review that this was a mitraclip procedure to treat tricuspid regurgitation (tr). An ntr clip delivery system (cds) was advanced for off-label use to the tricuspid valve, and the clip was deployed. A 30-day follow-up revealed that the patient was re-admitted 3 weeks post clip-implantation for heart failure. Then 4 weeks later the patient died from sepsis. No additional information was provided.

Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as this incident was based on an article review and no part/lot information regarding the complaint device was provided. Based on the available information, a cause for the reported patient effects of sepsis and heart failure could not be determined. The reported patient effect of death appears to have been a result of patient conditions. Additionally, the reported patient effects of sepsis, heart failure, and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. It should be noted that per the mitraclip system instructions for use states: ¿the mitraclip system is indicated for the percutaneous reduction of significant symptomatic degenerative mitral regurgitation (mr)¿. Since the mitraclip device was used for a tricuspid vale procedure, this is considered as an off-label use of the device. However, it could not be determined whether using mitraclip on the tricuspid valve caused or contributed to the reported patient effects. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that: ¿detailed information about this particular patient is not available but as the reported cause of death was sepsis, there is no evidence of a relationship with the device.¿ there is no indication of a product quality issue with respect to manufacture, design or labeling.